Event description:
It was reported that the pump battery would not charge and the pump screen was dark and unresponsive. The customer¿s blood glucose level was recorded at 306 mg/dl, which was within the normal range. Technical support provided troubleshooting steps, but they did not resolve the issue. Consequently, the pump was replaced, and the customer was instructed to use a backup manual insulin therapy. They were also given directions for returning the faulty pump.